Event description:
It was reported that the pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was guided by technical support to inspect and clean various components of the pump, successfully reattach the cartridge, and complete the load process, allowing them to resume insulin delivery.